Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. One of the two piercing pins of the bifurcated tubing set was connected to a solution container and being used to irrigate 1000 ml of normal saline via gravity. It was reported that the solution container was placed into a pressure infuser and inflated to 325 mmhg. After an unspecified length of time, the customer contact reported that 1000 ml of solution leaked at the connection of the lower lid and the distal end of the drip chamber of the tubing set. The customer contact reported that a replacement solution container was obtained. The tubing set remained in clinical use and the procedure was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.